Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he got pushed into the pool. The customer stated that he put the pump in rice and it did not help. The customer stated that he had a blank screen. The customer stated that the pump has been dropped in the past. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to no button response. No damage was found on the lcd isolation tape during our visual inspection. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump powered up properly and no blank display noted. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, broken belt clip slot and scratched reservoir tube window.